Event description:
--

Manufacturer narrative:
The complete lead was returned to our quality assurance laboratory. Visual observations noted dried blood/body fluid in the lead lumen and the conductor coils were deformed at 73 mm from the terminal pin. The field allegation could not be confirmed by testing as electronically the lead was found to be within specification.

Manufacturer narrative:
Detailed analysis is pending.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The lead was later explanted and returned for analysis. No adverse patient effects were reported.